Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 444mg/dl at the time of incident. The customer¿s current blood glucose was 416mg/dl. The customer reported that they changed infusion set, found out cannula was crimped and got a new infusion set. The customer treated for high blood glucose with insulin syringe 4 units. Based on customer report customer does not allege pump was under delivering. The customer stated the drive support cap appeared normal (slightly indented). The customer declined to perform the high pressure test. The customer doesn't have clamp available to perform high pressure test. The customer was advised to call back for high pressure test once clamp is received. The customer was advised to monitor blood glucose every 15 minutes to check if infusion set change fixed the high blood glucose. The insulin pump will not be returned for analysis.